Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had cracks at the battery compartment in the upper right hand corner of the screen and the reservoir compartment. The blood glucose reading was 200 mg/dl. The customer stated that the insulin pump had been bumped prior to notice of the damage. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump received with cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip, belt clip slot and minor scratches on lcd window display.